Manufacturer narrative:
(B)(4): the device was manufactured 06 nov 2015 - 10 nov 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by attaching the device to a drug vial and solution bag and performing reconstitution, and the device was found to operate per specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that vial-mate reconstitution device leaked at the connection site between the vial mate device and the vancomycin vial. There was no patient involvement. No additional information is available.